Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11379. It was reported the access system was kinked and device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. The anatomy was noted to be very difficult, having two lobes with a very short neck. A watchman® access system (was) was positioned in the patient¿s laa. It was noted that during insertion and positioning the was, it became kinked. However, the procedure was continued with this was. A 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed in the laa. After 3 partial recaptures to reposition the device, it was fully recaptured and removed without issue and no damage was noted. A 30mm wds was then advanced and deployed. This device was partially recaptured for repositioning 3 times and then fully recaptured. During the full recapture it was noted there was difficulty to recapture. It was removed and no damage was noted. The procedure was aborted; due to the patient¿s anatomy, a device could not be placed. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman delivery system (wds). The device was bloody. The hub, shaft, tip, core wire, and implant were microscopically, visually, and tactile inspected. Inspection revealed damage (kink) to the core wire located 15 mm from the tip of the device, anchor damage, sheath damage (abrasions) and tip damage (abrasions/tricuts flared/partial separation of layers/tears). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11379. It was reported the access system was kinked and device recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. The anatomy was noted to be very difficult, having two lobes with a very short neck. A watchman® access system (was) was positioned in the patient¿s laa. It was noted that during insertion and positioning the was, it became kinked. However, the procedure was continued with this was. A 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed in the laa. After 3 partial recaptures to reposition the device, it was fully recaptured and removed without issue and no damage was noted. A 30mm wds was then advanced and deployed. This device was partially recaptured for repositioning 3 times and then fully recaptured. During the full recapture it was noted there was difficulty to recapture. It was removed and no damage was noted. The procedure was aborted; due to the patient¿s anatomy a device could not be placed. There were no patient complications reported and the patient condition was fine.